Event description:
It was reported that during a da vinci cardiac procedure, the surgeon unable to move the endoscopic camera manipulator (ecm). The intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and was unable to verify the reported issue. The tse guided the initial reporter through verifying the camera angle and restarting the system. The issue persisted with the ecm. The tse advised the initial reporter to use another scope; however, the issue persisted and the surgeon was unable to control the ecm. Due to the alleged issue, the surgeon made the decision to convert the da vinci procedure to an open procedure. On (B)(4) 2014, an isi field service engineer (fse) performed a field evaluation at the site. The fse repaired the system by replacing the ecm. On (B)(4) 2014, isi obtained the following information from the initial reporter: the system was tested prior to the da vinci surgical procedure and no issues were observed. The patient was undergoing a beating heart total endoscopic coronary artery bypass (bh tecab) procedure. The surgeon put trocars and instruments in using manual control of the camera arm on the patient side. The surgeon took his place at the surgical console and was going to open the pericard; however, he was unable to control the camera arm. After speaking with the tse, the surgeon restarted the system and the camera arm started to move from the surgical console, but the movements were not intuitive, it moved right when the surgeon tried to move forward. Approximately 30 minutes into the procedure, the surgeon made the decision to convert the procedure after speaking to the tse. The entire procedure lasted 280 minutes. The patient tolerated the open surgical procedure and has not come back to the hospital experiencing any post- surgical complications.

Manufacturer narrative:
The ecm has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the ecm is returned (post engineering evaluation) or if additional information is received. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2014 and no system malfunction was found to have occurred during the reported surgical procedure. This complaint is being reported due to the following conclusion: due to the issue with the ecm, the surgeon made the decision to convert the da vinci procedure to open surgical techniques.

Manufacturer narrative:
The endoscopic camera manipulator (ecm) was returned and evaluated. Failure analysis (fa) confirmed the reported issue. The axis-3 plastic lead nut was stripped out causing the reported problem. This part was firmly attached to the cameral mount carriage and allowed the worm driver shaft to engage the carriage for movement. The grooves of the nut were stripped allowing the insertion drive screw to slip under the weight of the camera. The lead nut was replaced.